Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that the stent migration occurred. The approximately 90% stenosed, "napkin ring" target lesion was located in the non-tortuous and severely fibrotic superior vena cava. A 16x60/9fr wallstent® endoprosthesis was deployed to treat the lesion. However, post stent deployment, the stent migrated forward out of the lesion into the superior vena cava due to the tightness of the lesion. Subsequently, a 14x40/9fr wallstent® endoprosthesis was advanced to treat the lesion. However, during deployment, it was noted that the stent was not fully opening due to the tightness of the lesion, the 14x40/9fr wallstent® endoprosthesis was removed. The physician then pre-dilated the lesion, deployed another stent, and the procedure was completed. No patient complications were reported and the patient's status was fine.